Event description:
It was reported that allegedly upon removal of the device, the indwelling portion detached from the catheter portion of the device. It was reported that the indwelling portion was removed from the rectum of the pt using a hemostat. No injury was reported.